Manufacturer narrative:
Visual inspection of the returned item showed contamination and a damaged optic. Due to the condition of the lens, an attempt to measure the diopter was not successful. Batch records were reviewed and showed no deviations. There is no evidence to suggest any fault on the part of the device design or manufacturer. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The physician reported the multifocal intraocular lens was removed and replaced at the patient's request due to her intolerance of halos and glare. The lens was replaced with a monofocal iol.